Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a de novo, bifurcational lesion in the ostial 2nd obtuse marginal(om2)/left circumflex (lcx) to the 1st marginal with 80% stenosis. A 8fr ebu 3.75 guide catheter was used to engage the left main (lm) and provided good support. A prowater guide wire was advanced beyond the lesion to the superior branch of the bifurcating marginal and a non-abbott guide wire was placed in the inferior branch. Two 2.5x15mm non-abbott balloons were used to pre-dilate the lesion at 8 atmospheres (atms) in a kissing balloon technique. A 3.5x15mm non-abbott drug-eluting stent (des) was deployed at 12 atms in the superior branch extending back proximal to the bifurcation. A 4.0x22mm non-abbott des was deployed at 13 atms in the inferior branch extending proximal to the bifurcation with the goal of using a mini-crush technique. Angiography at this point revealed a contained dissection in the inferior branch, beyond the bifurcation. A 3.5x16 graftmaster covered stent was emergently deployed with care taken not to cover the ostium of the superior branch. There was residual leak at the distal end of the covered stent, therefore a 3.0x16mm graftmaster covered stent was overlapped distally to the inferior branch. A 5.0x15mm trek dilatation catheter was used to post dilate the proximal most segment of the covered stent. An attempt was made to advance a 3mm unspecified balloon over the prowater guide wire into the superior branch, however, it would not cross the proximal edge of the covered stent (3.5x16 graftmaster).

Manufacturer narrative:
(B)(4). Event description (continued): a 1.2x8mm mini trek dilatation catheter, followed by a 1.5x8mm trek dilatation catheter and a 2.0x15mm non-abbott balloon were used over the prowater guide wire to dilate the ostium each to 8 atms. At this point, a 3.0x15 non-abbott balloon passed easily. A 4.0x15 trek dilatation catheter was advanced over the non-abbott guide wire and simultaneously inflated to 6 atms and the non-abbott balloon to 10 atms. Completion angiography revealed both the superior and inferior branches to be widely patent with minimal residual adventitial staining in the inferior branch immediately beyond the bifurcation. The staining appeared to clear quickly and was not free flowing into the pericardium. An emergency bedside echocardiogram revealed no effusion and the patient was hemodynamically stable. The patient was admitted to the cardiac care unit for post procedural monitoring. Reportedly, the patient experienced chest and left arm pain during the procedure and chest pain post procedure. Fentanyl and dilaudid were administered and an electrocardiogram (EKG) was performed. The pain resolved and the patient was discharged to home stable on (B)(6) 2014. No additional information was provided. Concomitant products: guide wire: runthrough, prowater; stent: 3.5 x 15 mm resolute integrity, 4.0 x 22 mm resolute integrity. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for leak or difficult to position reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.